Event description:
It was reported that multiple episodes of noise detected as non-sustained vf were noted. High pacing lead impedance and increased high voltage lead impedance were also noted. Lead was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the inner coil and rv conductor were noted at 24.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise and impedance anomaly.